Event description:
It was reported that the customer had high blood glucose levels of 15.0 mmol/l. The customer treated with a bolus from a back-up insulin pump. It was reported that the piston of the insulin pump was not moving past the reservoir window of the insulin pump. It was reported that no insulin was coming out. Troubleshooting was done. The insulin pump passed the displacement test. The customer was advised to disconnect and reconnect the infusion set. The customer reported that the insulin pump alarmed no delivery. The customer was advised to rewind the insulin pump, reinsert the reservoir into the insulin pump and to run a manual prime. The customer reported that the insulin pump alarmed no delivery. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).